Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepared for a biopsy procedure using the magnum needle. Prior to the procedure, it was reported that there was small amount of dirt discovered in the needle. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one sealed magnum needle disposable core biopsy instrument for evaluation. The device was opened for evaluation purposes. Upon visual and microscopic evaluation, an unknown black particle was noted attached the cannula hub within the sealed packaging. Functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is confirmed for the reported failure as an unknown black particle was noted attached the cannula hub. A definitive root cause for the reported device contamination with chemical or other material issue could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepared for a biopsy procedure using the magnum needle. Prior to the procedure, it was reported that there was small amount of dirt discovered in the needle. There was no patient contact.